Event description:
Patient's legal counsel reported patient underwent right total hip arthroplasty on (B)(6) 2008 and underwent a revision procedure on (B)(6) 2014. Additional information received in patient medical records revealed revision was due elevated metal ion levels. The patient¿s operative report noted metal stained debris, a preoperative leg length discrepancy; and a reconstruction of the gluteus medius tendon was performed. The modular head, taper adapter and acetabular cup were removed and replaced with a biomet head and a competitor cup. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2015-00308 / 00310).